Event description:
It was reported that the insulin pump alarms motor error during bolus. The blood glucose reading is 261 mg/dl. The drive support cap is protruded. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with motor error alarm during basic occlusion test and alarmed during the prime test due to protruded/loose drive support disk. The insulin pump had a scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.